Manufacturer narrative:
On 27-may-2021, it was found the grade of the capsular contracture was omitted on the initial report. Manufacturer's reference number: (B)(4). The grade of the capsular contracture was grade ii.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information and symptoms. The patient¿s race is caucasian and ethnicity is not hispanic/latino. The patient suffered several unexplained systemic symptoms, including unspecified pain, fatigue, soreness, swelling, red eyes, gallbladder inflammation, fluid in abdomen and chest, and left arm numbness. The root cause of the patient¿s symptoms is unclear. The patient experienced covid-19. The patient experienced granuloma. The patient stated that CT scan indicated free silicone causing swelling and pain. The relevant fields have been updated. H6 health effect - clinical code e2402: generalized illness . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced left-sided rupture and capsular contracture (grade unknown) postoperatively. Imaging was performed on unspecified date, and the result indicated rupture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.